Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(6). Analysis of the catheter revealed no significant anomaly, and acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Event description:
It was reported that the intrathecal catheter was taken out and a new intrathecal piece was placed with a product from the same manufacturer. There had been a volume discrepancy noted with the expected volume estimated to be 2 ml and the actual volume estimated to be 10 ml. It was noted that the manufacturer's representative was not at the refill and was not sure about the volumes. It was noted that the neurosurgeon troubleshooted in the operating room. Initially the surgeon did a side port aspiration but he could not draw back anything. Then the surgeon decided to open up the back to look at the connection site, and the catheter was found to be kinked near the anchor. The surgeon was also unable to withdraw from the catheter in the back so the intrathecal piece was replaced. At the end of the procedure, the surgeon was able to successfully aspirate from the catheter access port (cap). The dose was decreased after the revision was performed. The patient was described as alive with no injury at the time of report. The manufacturer's representative reportedly reached out to the patient's physician who stated that the patient was doing fine post-operatively. The pump was infusing baclofen. It was further clarified that only the intrathecal portion of the catheter was replaced. It was later reported that there was no patient injury as they recovered without sequelae. The reason for the catheter removal was occlusion. Additional information was requested, but was not available at the time of report.